Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and delivered inappropriate shocks due to lead noise. The lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic) and a triggered a warning for undefined high pacing impedance. Tachyarrhythmia therapies were turned off per physician order and the lead remains in use; however, the lead will be capped and replaced at a future date. No further patient complications have been reported as a result of this event.